Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that on (B)(6) 2023, a light adjustable lens (lal, sn (B)(6) , +12.0d) was implanted in a patient's sulcus. During the one-day postoperative exam (B)(6) 2023), the lal was noted to be displaced in the posterior chamber. On (B)(6) 2024, a pars plana vitrectomy was completed, and the lens was repositioned via sutureless intrascleral fixation (sis). Rxsight's first awareness of this event was on 07/11/2024.